Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the harmonic scalpel handpiece does not work. It produces a solid tone at all times. Proper steps were taken to make sure that the generator and disposable blades were not the source of the problem. It is unknown how the case was complete. There was no consequence to pt.